Event description:
The IV was inserted and there was resistance. Registered nurse (rn) pulled back a little and there was still resistance. Rn removed the IV device and the needel was sticking out the side of the catheter. No harm was noted to the patient.